Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the device completed infusion 10 to 14 hours earlier than expected. This occurred during patient infusion of 100 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.